Event description:
A customer reported a malfunction on their pump, specifically displaying malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, which was successful, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.